Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The device was returned with no packaging, therefore the lot number was not confirmed. During visual inspection, there were no anomalies noted to the device. During the functional inspection, a patency mandrel was advanced, friction experienced at half way through catheter. White matter found to be ptfe lining from the inner lumen of the device, exited the distal end. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed during device analysis. The device failed to meet specification when returned. The device was returned and there was peeled ptfe lining noted to be occluding the inner lumen of the device, confirming the reported event. It is probable that the device inner lining was damaged during insertion of a guidewire or other intraluminal device during preparation of the device, causing the reported event. An assignable cause of handling damage will be assigned to the reported and analyzed catheter shaft blocked/occluded and to the analyzed catheter ptfe inner lining peeling and catheter friction.

Event description:
The device was returned for analysis and the investigation of the device revealed that the catheter (subject device) ptfe coating was peeling. No clinical consequences were reported to the patient due to this event.